Event description:
A customer reported they were unable to get gas and the air pressure was not registering. Incident details and the timing of the event are unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).